Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remove alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The customer reported that when the ventilator alarmed, the facility remote alarm system did not activate. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was not in use on a pt therefore there was no pt involvement or harm. During eval, the service technician noted the remote alarm connector was loose. The service technician replaced the main pcb board to address the finding. Performance verification testing was completed and passed to specs.